Event description:
An aneurx iliac stent graft was selected for use in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that when the delivery system was removed from the packaging there was a 5 mm gap between the tapered tip and the graft cover. Additionally, when the delivery system was loaded onto the guidewire and was advanced it did not exit the other end. The wire was manipulated and eventually exited the other end. The tapered tip was re-seated to the graft cover before the device was inserted in the pt and successfully deployed. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and its evaluation has been completed. The slider was retracted 14.5cm. The quick disconnect was disengaged and retracted 2cm and kinked likely due to returned packaging. The tapered tip was not recaptured. During evaluation, the quick disconnect was engaged, the slider was moved to full forward position and the tapered tip was fully recaptured into graft cover. The tapered tip was manually pulled and only 1 mm of separation could be achieved with excessive resistance. The middle member bond was examined and found to be secured. During evaluation, a 0.035" wire was back loaded through the tip and advanced fine throughout the length of the guidewire lumen and exited at the back end without resistance. Evaluation of the device could not confirm the complaint. The amplatz wire used in the case may have been a factor, but unable to confirm.